Event description:
It was reported that post operatively of a sleeve gastrectomy using the purple reload, the patient experienced heavy spurting bleeding at the bottom of the stomach, specifically at the level of the fundus at the staple line, with numerous blood clots and a decreased hematocrit. The surgical procedure was extended by 2 hours, and the patient required an additional day of hospitalization. An additional surgery was required to locate and control the bleeding and remove blood clots. Additionally, suturing was performed as staple line reinforcement. The patient received a blood transfusion of two units. The patient is currently stable.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.